Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of clock not set alarms was confirmed via log file analysis. The reported event of driveline disconnect and driveline disconnect associated alarms was confirmed via log file analysis. A review of the submitted log file contained data spanning approximately 26 days. On 28aug2024 at 15:47:54, a backup battery not installed alarm activates and remains active until 15:48:02. The next entry in the log file contains a controller reset which resets the clock to 01jan2000, 00:00:00. A controller clock corrupt alarm activates alongside driveline disconnect and associated alarms. The clock was reset to 20sep2024 16:14:48 clearing the controller clock corrupt alarm at this time and the driveline disconnect and associated alarms clear on 20sep2024 at 16:15:13. The last line of data recorded prior to the second clock reset was timestamped 01jan2000 00:01:59. The pump was able to maintain speeds above the lsl when the driveline was connected. Pump operation was not affected when the driveline was connected. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event, including clarification on the various active alarms after the clock reset, the events leading up to the controller exchange, and if there was any patient impact; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including clock not set, backup battery fault, and driveline disconnect alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. C) and heartmate 3 patient handbook (rev. D) section 3, entitled ¿powering the system¿, explain the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. In addition, it addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. Heartmate 3 instructions for use (rev. C) section 4, entitled "system monitor", explains how to set the system controller clock using the system monitor. Heartmate 3 patient handbook (rev. C) section 2, entitled "how your heart pump works", instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. In addition, users are instructed on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. Heartmate 3 instructions for use (rev. A) section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook (rev. C) section 3 entitled ¿powering the system¿ instructs the patient on how to properly switch between power sources to prevent loss of power. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review. The event log file appeared to contain routine data until the backup battery (bb) was removed on (B)(6)2024 at 3:47pm. Following this event the system controller appeared to reset without a pump connected causing various alarms associated with a driveline disconnect. The controller clock appeared to have been synched on (B)(6) 2024 at 4:14pm just prior to the data download.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of clock not set alarms was confirmed via log file analysis. The reported event of driveline disconnect and driveline disconnect associated alarms was confirmed via log file analysis. A review of the submitted log file contained data spanning approximately 26 days. On 28aug2024 at 15:47:54, a backup battery not installed alarm activates and remains active until 15:48:02. The next entry in the log file contains a controller reset which resets the clock to 01jan2000, 00:00:00. A controller clock corrupt alarm activates alongside driveline disconnect and associated alarms. The clock was reset to 20sep2024 16:14:48 clearing the controller clock corrupt alarm at this time and the driveline disconnect and associated alarms clear on 20sep2024 at 16:15:13. The last line of data recorded prior to the second clock reset was timestamped 01jan2000 00:01:59. The pump was able to maintain speeds above the lsl when the driveline was connected. Pump operation was not affected when the driveline was connected. The heartmate 3 system controller (serial number (B)(6) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event, including clarification on the various active alarms after the clock reset, the events leading up to the controller exchange, and if there was any patient impact; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including clock not set, backup battery fault, and driveline disconnect alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. C) and heartmate 3 patient handbook (rev. D) section 3, entitled ¿powering the system¿, explain the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. In addition, it addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. Heartmate 3 instructions for use (rev. C) section 4, entitled "system monitor", explains how to set the system controller clock using the system monitor. Heartmate 3 patient handbook (rev. C) section 2, entitled "how your heart pump works", instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. In addition, users are instructed on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. Heartmate 3 instructions for use (rev. A) section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook (rev. C) section 3 entitled ¿powering the system¿ instructs the patient on how to properly switch between power sources to prevent loss of power. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.